Event description:
It was reported that the patient's doctor was concerned about an "overdose type situation" with the patient's pump following a dose adjustment. The pump was not refilled at this time. The pump delivered dilaudid 75mg/ml at 15.02mg/day and was increased to 16.49mg/day. Within 15-30 minutes the patient was "driving erratically and didn't know where he was going". The patient was stopped by the police and driven home. The evening prior to the report the patient was very sleepy, couldn't be awoken, and was slurring words. The patient was taken to the emergency room (ER) by ambulance at about 8pm. The manufacturer representative was contacted to address the situation and asked to come in and turn the pump off; however, was 2 hours away. He informed them to tape a pacemaker magnet over the pump until he could get there. The patient also had oral hydrocodone 10/325 that he took 7-8 a day and had in his pocket all the time; however, the reporter did not know if he had taken any. At around 1am, the manufacturer representative arrived and the ER doctor thought the patient was starting to wake up a little. A CT of the patient's head was taken and showed a possible small stroke. The pump was reprogrammed to 15mg/day and the doctor wanted the patient to remain in the hospital to start work up on stroke and medication for it. The patient refused and signed himself out. The patient denied taking any of his oral medication on the afternoon of the event. The managing doctor thought that the patient took a bunch of his oral medication and it "caught up with him". The ER doctor thought that the patient had a small stroke or a transient ischemic attack (tia); however, neither doctor believed that the medication adjustment caused the symptoms. On the day of the report the managing physician reported that the patient stated he felt fine. A follow-up report will be submitted if new information becomes available.

Manufacturer narrative:
Product ID, 8709 lot# serial# (B)(4), implanted: 2006 (B)(6), product type catheter. (B)(4).